Event description:
Same case as MDR ID# 2134265-2013-00466. It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a left femoral approach, the 100% stenosed lesion was located in a moderately tortuous left posterior tibial artery. The 1.5mm x 20mm x 143cm coyote es balloon catheter was being used for pre-dilatation when the balloon ruptured at 6 atms upon first inflation for 5 minutes. The ruptured balloon was removed intact. The used a second 1.5mm x 20mm x 143cm coyote es and it ruptured at 13atm on the 2nd inflation for 5 minutes. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).